Event description:
Note: this report pertains to one of two axios stents used during the same procedure. Refer to manufacturer report # 3005099803-2022-01573 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to jejunum during a gastrojejunostomy procedure performed on (B)(6) 2021. During the procedure, the axios stent (the subject of MFR. Report # 3005099803-2022-01573) failed to deploy and the stent deployment hub broke. A guidewire was difficult to pass through the axios device in order to exchange the stent. The stent was removed from the patient fully covered by the outer sheath. A second axios stent (the subject of this report) was attempted to be deployed; however, the stent deployed in an incorrect location outside the jejunum and was removed using grasper forceps. The puncture site was closed with clips and a wallflex duodenal stent was implanted to treat the patient a few days later. No patient complications were reported as a result of this event. The patient's condition was reported to be fully recovered. Note: it was reported that the axios stent was placed for a gastrojejunostomy procedure. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.